Event description:
It was reported that a no disposable pump wont run alarm occurred. Patient had difficulty clamping the tubing, unable to remove cassette and further assess and correct alarm. Pump is off, patient will go to clinic now for assistance. No information has been provided to date. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.